Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
On (B)(6) 2024, patient went to the emergency room due to syncope. At the time it was noted that this pacemaker device exhibited loss of capture and pacing inhibition. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, several premature ventricular contractions (pvc). There is oversensing of noise on the right atrial (ra) lead. Ts provided recommendations for ra lead integrity testing, maneuvers, and pocket manipulation. At this time the device remains implanted. No additional adverse patient effects were reported. New information was received that the patient has been completely asymptomatic since previous reprogramming where automatic capture has been disabled and fixed output has been programmed to 2,5v. Thresholds are stable. A home monitor was given to the patient for monitoring closer. The device remains implanted. No adverse patient effects were reported.

Event description:
On (B)(6) 2024, patient went to the emergence room due to syncope. At the time it was noted that this pacemaker device exhibited loss of capture and pacing inhibition. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, several premature ventricular contractions (pvc). There is oversensing of noise on the right atrial (ra) lead. Ts provided recommendations for ra lead integrity testing, maneuvers, and pocket manipulation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.